Event description:
It was reported that high out of range pacing impedances and the intrinsic amplitude was out of range on this right ventricular (rv) lead. This rv lead remains in service at this time. No adverse patient effects were reported.